Manufacturer narrative:
H.6. Investigation: severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle bent npe, needle clog & glucose level. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle bent npe, needle clog & glucose level. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10

Event description:
It was reported that bd ultra fine¿ pen needles were damaged and unable to deliver medication, this was discovered during use. The following information was provided by the initial reporter: material no: 320122 batch no: unknown it was reported bent needle at non patient end. Stated, during injection, humulog pen jammed, needle was removed, non patient end bent. Blood sugar levels were affected. Consumer will be following up with doctor. Verbatim: representative called on behalf on consumer to report bent needle at non patient end. Stated, during injection, humulog pen jammed, needle was removed, non patient end bent. Blood sugar levels were affected. Consumer will be following up with doctor. Did not have consumer information to provide.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra fine¿ pen needles were damaged and unable to deliver medication, this was discovered during use. The following information was provided by the initial reporter: material no: 320122, batch no: unknown. It was reported bent needle at non patient end. Stated, during injection, humulog pen jammed, needle was removed, non patient end bent. Blood sugar levels were affected. Consumer will be following up with doctor. Verbatim: representative called on behalf on consumer to report bent needle at non patient end. Stated, during injection, humulog pen jammed, needle was removed, non patient end bent. Blood sugar levels were affected. Consumer will be following up with doctor. Did not have consumer information to provide.